Event description:
Perforator plunged through the pt's skull and became firmly stuck. Attempts to remove it initially resulted in the bit being stuck and the drill detaching itself. Eventually the bit was levered out but a hole had been made through in the sinus and a disc of bone driven into this to some depth. Reports if the sinus had not been near-occluded with tumor, this could have had very serious consequences.